Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain additional information were unsuccessful. It is unknown which facility that this patient is being followed at and at this time, no further information has been received. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received four inappropriate shocks due to oversensing. The patient was sitting in bed eating when the shocks occurred. The s-ICD was programmed in the primary vector. The field representative was called to the hospital to perform testing. A surface ECG was unable to be acquired in the primary vector and oversensing was noted. The amplitudes were very small in the primary vector but appeared to be acceptable in the secondary and alternate vectors; however, noise was observed on the alternate vector. No noise was observed on the secondary vector. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant discussed that based on the available data, there could be a potential connection issue between the s-ICD and electrode or that the suture sleeve is covering the sense b portion of the electrode. Additional troubleshooting was discussed, including obtaining x-rays of the implanted system. No adverse patient effects were reported. The s-ICD was reprogrammed to the secondary vector. The patient has been hospitalized for two weeks for an unrelated issue and was still hospitalized when the shocks occurred. The patient may be sent to another hospital for evaluation of the s-ICD system.